Event description:
Since abbott labs reformulated rubber diaphragms on empty evacuated container 1000 ml -lot# 06-920-dm-02 exp 1jun 2005- to exclude latex, pharmacy has had problems with coring -pieces of stopper-. Additionally, the transfer set -15435-48- latex -free transfer set vented 30 inch- has been revised with a larger spike that causes a much larger core to be created. Efforts have been made to prevent the coring of the bottle with little to no success. Contacting abbott rep.